Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, foreign material (yellow gunk) was found in the scope nozzle. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that evis lucera elite colonovideoscope had insufficient air/water in the scope nozzle due to foreign material (yellow gunk) found clogged in the nozzle due to insufficient or incorrect reprocessing of the scope. The event occurred during preparation for use, prior to an endoscopy diagnostic procedure. It was reported that the procedure was completed using similar device with no delay. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed; however, the cause of the suggested phenomenon could not be definitively determined, nor presumed further. The following information was obtained: reprocessing was performed in accordance with the instructions for use (IFU). The air/water (a/w) channel cleaning adapter (mh-948) was used for air/water feeding. Pre-cleaning was performed immediately after using the device on procedure. Detergent was fed through the air/water channel. Detergent was removed from all the channels. Olympus will continue to monitor field performance for this device.